Event description:
According to the reporter, during the lobectomy, while firing vascular loads, stapling proceeded without any issues and was considered safe. However, when the surgeon switched to a black reload for the bronchus, the reload initiated the firing sequence but stopped almost immediately, releasing open staples but did not staple the tissue, and the knife did not advance. Afterwards, the surgeon opened a manual stapler and fired another black reload from the same batch without any issues.

Manufacturer narrative:
D10 concomitant products: sig45axt, tri 2.0 sig45axt 45 xtra thk 15mm (lot # n5a1571y) sigadaptstnd, sig power sigadaptstnd linear adapter (serial # (B)(6)). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Functional testing found that the data saved to the handle was analyzed and it was noted that the handle displayed an excessive load warning during firing. This occurs when the strain gauge reaches its maximum value and would cause the handle to stop the firing. The user did not attempt to continue firing and pressed the open key. It was reported that the stapler partially fired. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: 1. Release the down/fire button, and any other button or toggle that may be pressed. 2. Inspect the stapling reload for an obstruction, excessively thick tissue, or for completion of firing. 3. If continued firing is desired, attempt to complete the firing by pressing and holding the down/fire button until completion of firing. 4. If the stapler is unable to complete the firing, press up on the toggle to retract the knife of the reload to the fully clamped position. Press and hold up/open again to fully open the jaws of the stapling reload. 5. If unsuccessful in removing the stapling reload from the tissue, refer to the instructions for use section to remove the reload. If that fails, follow the instructions described in the alternate opening procedure or in the manual retraction tool procedure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.